Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed getting non-recoverable alarm 79 (primary and secondary outlet water temperature sensors differ by greater than 1°c) while performing a functional test in an arctic sun device.

Event description:
It was reported that the biomed getting non-recoverable alarm 79 (primary and secondary outlet water temperature sensors differ by greater than 1°c) while performing a functional test in an arctic sun device.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a bd record that was deemed not reportable. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.